Manufacturer narrative:
D4: possible lot numbers provided: 6026890, 6061879, 6061870. H3: the device history record of reported possible lots 6026890, 6061879, 6061870 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the pump had alarmed downstream occlusion in the tubing. Per reporter, it was difficult to determine whether there was an occlusion in the tubing, as it had appeared relatively clear with minimal to no bubbles. Reporter stated the alarm remained unresolved after the inspection of the tubing. The event occurred while in use with a patient, and no patient harm/adverse event was reported.